Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found error c-34. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that error c-34 occurred with the erbe during preparation. The customer said that error c-34 persisted after she rebooted the erbe. The tse confirmed the customer connected the erbe to the power distributor. The tse advised the customer to connect the power cable of the erbe to the energy plug on the wall. The customer accepted and would try to power cycle the erbe again. If the problem persists, the customer would call back. The surgeon then decided to convert to laparoscopic surgery because the erbe error persisted. The tse accepted and dispatched field service engineer (fse) to handle this issue. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the customer reported that ports were not placed prior to the issue being identified. This issue occurred after anesthesia, before port placement in the patient. The customer confirmed that system functionality was checked upon powering on the system and the customer clarified that there was no problem with the system itself, but an error occurred when starting the erbe. The customer reported that originally, the surgeon planned to perform a robotic-assisted lobectomy, but ultimately completed the procedure using vats. The patient tolerated the change of the convert to laparoscopic surgery and there was no injury to the patient. No patient demographics were available.